Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient expired and the device was explanted prior to cremation. The cause of death was unknown. Attempts have been made to obtain additional information; however, no response has been received. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.